Event description:
Dealer is alleging that the integrated wiring harness on the left motor is crushed, causing the joystick to get a 6 flash code. This states that there is an error in the left motor.